Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during embolization of the left gonadal vein, the physician observed that the subject coil was not properly positioning. A retrieval technique was performed, and under fluoroscopy, subject coil detachment was observed. The catheter was removed, and the subject coil was completely retrieved. The device was prepared as per dfu and there was no damage noted to the packaging prior to opening. The patients anatomy was not tortuous. Continuous flush was set up and maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the embolization procedure of the left gonadal vein, the physician observed that the subject coil was not positioning properly. The physician tried to retrieve the subject coil under fluoroscopy, but the subject main coil was prematurely detached. The subject coil was retrieved and replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the embolization procedure of the left gonadal vein, the physician observed that the subject coil was not positioning properly. The physician tried to retrieve the subject coil under fluoroscopy, but the subject main coil was prematurely detached. The subject coil was retrieved and replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.